Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc, filter migration, filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk eclipse vena cava filter allegedly perforated, migrated, tilted, and was unable to be removed. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure due to filter embedment. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the device was not returned to bd for evaluation. Medical records were provided and reviewed. The reported malfunction was reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdr 2020394-2019-03644. The investigation is confirmed for perforation of the ivc, filter migration, filter tilt and retrieval difficulties based on information provided in the medical record. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 device code (2616-malposition of device). H11: b5, d1, d4, h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk eclipse vena cava filter allegedly perforated, migrated, tilted, and was unable to be removed. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure due to filter embedment. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.